Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. Broken parts remained in root canal and tooth filled with broken parts and treatment are concluded.

Manufacturer narrative:
Involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1708509, #1708854, #1709007, #1709437, #1709675 and #1709941). Root causes are not identified. We will track this kind of event and monitor the trend.